Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--health effect ¿ clinical code corrected from "4580" to "4582" the device was returned to the factory for evaluation on 06/28/2024. An investigation was conducted on 07/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the cannula or the intact c-ring. The insufflation tube and the scope wash tube of the cannula were observed to be intact with no visual or physical defects. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID 14332). A reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The value displayed was 2183 sccm, which is within the specified acceptable range of 2000sccm-4500sccm (mpi2051005 rev. Aq step 9). Based on the condition of the device, the reported failure "improper flow or infusion" was not confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000384101 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 co2 was not coming out of the vasoview co2 channel itself. A new device was used to complete the procedure. There was a procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported vasoview hemopro 2 co2 was not coming out of the device.